Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found in battery capacity depleted (bcd) mode almost two months after implant. The device also exhibited an error message. The patient felt tingling sensation on the left side of her chest and left arm. Technical services (ts) reviewed the data analysis and stated that a shorted lead fault was raised, and the data was consistent with a device damaged due to shocking into a shorted lead system. A short circuit condition was detected during shock delivery. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the device noted an arc mark on the titanium case. Review of device memory found a shorted lead error had been recorded. Memory also showed that the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found in battery capacity depleted (bcd) mode almost two months after implant. The device also exhibited an error message. The patient felt tingling sensation on the left side of her chest and left arm. Technical services (ts) reviewed the data analysis and stated that a shorted lead fault was raised, and the data was consistent with a device damaged due to shocking into a shorted lead system. A short circuit condition was detected during shock delivery. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.